Manufacturer narrative:
The device involved in the reported event was requested for evaluation however to date it was not returned. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in (B)(6) indicated that during a procedure the cutter was cutting with delay and the cutting performance was not good. There was no report of injury or consequences to the patient.

Manufacturer narrative:
One 23ga vit cutter was returned in a plastic bag. The original packaging was not returned. The part and lot number cannot be verified. Visual examination of the cutter found the tip protector missing, the needle is not bent and the port window is in the opened position. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and found the air line connector damaged. It has a marred and chewed up appearance. A functional test was performed using the stellaris system. Due to the damaged connector, it was difficult to connect the air line. The cutter did not cut. The inner needle is locked up and will not advance into the port window. The cutter was re-tested using a new tubing however the inner needle did not advance into the port window. The cause of the failure cannot be determined.